Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2021-00386. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" diagnosed via MRI. This record is for the right side. Device remains implanted.